Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was vibrating and had fluctuating speed. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to organic debris, medical matter, and corrosion on the device as a result of insufficient cleaning after clinical procedures. This was further defined as misuse, abuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from canada that during an unspecified surgical procedure, it was observed that the attachment device was vibrating and fluctuating speed. There were no delays to the surgical procedure as an identical spare device was available for use. The spare device was used to complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.